Manufacturer narrative:
(B)(4). The insulin pump was not in manufacture mode. The insulin pump was received with a partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and missing end cap address label. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks in the battery compartment. Customer's blood glucose was not provided at the time of the incident. The insulin pump will be replaced. The customer will return the product for analysis.